Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with an accu-chek inform ii meter (serial number unknown). No units of measure were provided for glucose. At 13:49, a sample from the patient was tested using the meter, resulting with a glucose value of 4.2. At 13:57, a sample from the patient was tested using a siemens rapidpoint blood gas analyzer, resulting with a glucose value of 7.8.